Manufacturer narrative:
(B)(4). Date sent: 7/27/2020. Investigation summary: the analysis results of the one lt200 reload was received empty and with the base detached from the body. Three unformed clips were received inside of a plastic bag. According to the instructions for use, it is recommended to insert the clip cartridge into the loading base. Grasp the applier in the box lock area using pencil grip technique. Insert the jaws of the instrument into the individual cartridge slot, making sure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a fibroid lobectomy the clips were not folding evenly and not clamping fully. Some of the clips fell out of the jaw. The clips did not fall into the patient. The procedure was completed with this same device with no patient consequences reported.